Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's daughter reported the patient is overseas and has been having issues with her insulin infusion device giving 04 (occlusion) error messages. She stated the patient is experiencing air bubbles in the insulin cartridge and infusion set tubing. The daughter did not have the device nor accessories and stated she would get her mother on the phone and call back. Repeated attempts to contact the patient were unsuccessful. No blood glucose concerns were reported related to this issue. The patient did not require assistance form a healthcare professional or second party to address this issue. No product was requested to be returned for evaluation.